Event description:
Co received this report after a model 815a lens was returned to pharmacia & upjohn for an unk reason. It was labeled with a label and serial number for a model 727a. A microscopic examination ID it as a model 815a. A follow up call to the surgical nurse at the user facility reported that a male pt had a ceeon model 815a posterior chamber lens implanted on 20ct96 in his right eye. On 25mar97 the 815a lens was explanted, the 727a was going to be implanted, the posterior capsular bag ruptured and a lens fell into the vitreous. The pt had retinal detachment (time sequence unk) that needed repair by another surgeon (a retinal specialist). A vitrectomy was being performed in the same surgery. During the surgery on 25mar97 an anterior chamber lens (unk MFR) was then implanted. Additional info is being sought from the 2 ophthalmologist's who performed the surgery on 24mar97.